Event description:
It was reported that the patient required revision surgery after being involved in a serious car accident. Imaging confirmed that the lead had moved. The patient had been getting good relief prior to the incident. The battery was also replaced during the revision, as it was dead and could not be interrogated due to 0% charge. The revision included replacement of both the lead and ins. The were no reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.